Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event were observed. Visual examination found external insulation abrasion breaching the optim sheath proximal to suture tie impression with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to device can.